Event description:
Revision surgery was performed following patient reports of night pain and functional impairment.

Event description:
It was reported that revision surgery is scheduled to be performed on (B)(6) 2012.

Manufacturer narrative:
(B)(4).